Event description:
The lock screw broke. Additional information has been requested. Linked to mfg. Report number:3004608878-2017-00250.

Manufacturer narrative:
Investigation completed 10/10/2017. A two year look back from 08/01/2015 to 08/01/2017 for this reported failure and or related to "break¿ or "broken" for product family (a2002) show no new design or manufacturing trends. Complaint was confirmed, the returned unit did not meet all specific functional tests, specifically the plunger cap is broken off of the plunger stud, but a root cause to how it broke off could not be determined. Unit has not been serviced since 2013.